Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. PMA/510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Concomitant medical products: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter name and address: initial reporter is j&j company representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, patient had undergone left knee tibial tubercle osteotomy. On (B)(6) 2021, a (B)(6) male had undergone revision open reduction internal fixation of left tibial tubercle transfer nonunion with allograft bone grafting. Operative also noted that the proximal part of the broken screws were removed. This is report 1 of 1 for (B)(4). This report is for an unknown screw.